Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and syringe/needle to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.